Event description:
(B) (6). It was reported that during a percutaneous transluminal angioplasty (pta) procedure, detachment of a guide wire tip occurred. The 100% stenosed lesion was located in the lower anterior tibia artery. The pt graphix 300 int j guide wire was advanced to the target location, but was unable to cross the lesion. The guide wire was removed and the procedure was completed with an unspecified device. Post procedure the physician viewed images and noted that 1cm of the guide wire tip had detached in the tibial artery. The physician believes the tip detached in the vessel during the attempt to cross the target lesion. It is unknown whether there was an attempt to retrieve the detached tip. There were no further patient complications reported with the patient status listed as ok.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
(B)(6). It was reported that during a percutaneous transluminal angioplasty (pta) procedure, detachment of a guide wire tip occurred. The 100% stenosed lesion was located in the lower anterior tibia artery. The pt graphix 300 int j guide wire was advanced to the target location, but was unable to cross the lesion. The guide wire was removed and the procedure was completed with an unspecified device. Post procedure the physician viewed images and noted that 1cm of the guide wire tip had detached in the tibial artery. The physician believes the tip detached in the vessel during the attempt to cross the target lesion. It is unknown whether there was an attempt to retrieve the detached tip. There were no further patient complications reported with the patient status listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: returned product analysis revealed the device exhibited several kinks. Visual inspection of the guide wire tip revealed exposed core wire at 2.5cm from the tip and the exposed core wire is knotted. The guide wire measurements are within od specifications. No detachment or fracture of the core wire occurred. The polymer coating (approximately 1cm) detached from the device and remains inside the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).